Event description:
On (B)(6) 2013, a diabetes educator contacted animas and relayed the following information from a patient: the patient alleges that she was hospitalized on 4(B)(6) 2013 with a diagnosis of diabetic ketoacidosis (dka). Patient states that at 10:30 pm on (B)(6) 2013 she checked her blood glucose (bg) and checked for ketones due to high bg. She then called her health care provider (hcp) who told her to take a new vial of insulin and syringe to give insulin. Patient stated that she did not have back up syringes or needles and used a new infusion set and new vial of novolog. She gave herself 5u of novolog (at 10:40 pm). About 45 minutes after giving insulin her bg was around 370 mg/dl. She then went to the ER at 11:30 pm and was admitted. The hospital kept the insulin pump on the patient and the patient was given IV fluids. Patient was released from hospital at 5 am on (B)(6) 2013 with bg of 204 mg/dl. Patient checked 1 hour after discharge and bg was 125 mg/dl. Patient then went to sleep and woke up at 11:30 am with bg in the 300's. Currently patient feels nausea, but all other symptoms have subsided. Patient states that her pump is not delivering the correct amount of basal or bolus, and also alleges as that something is wrong with the piston, but denies motor noise. Patient contacted customer support on (B)(6) 2013 but did not have the pump for review, and again stated that she believes basal delivery was not occuring. The patient has discontinued use of the pump and will return it for investigation. This complaint is being reported based on the allegation that a patient on pump therapy experienced dka related to an alleged pump malfunction.

Manufacturer narrative:
Device evaluation: the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: no defect was found. Pump successfully completed 29hr flow accuracy test a rewind, load and prime sequence was performed successfully. A cartridge with approximately 150u was filled and recognized correctly by the piston rod. The daily insulin delivery totals were reviewed and correctly reflect the users programmed basal rates showing the pump was delivering accurately up until the last date used by the patient.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.